Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri implantable pacing lead: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient presented to the emergency room complaining of chest pain. Upon interrogation it was noted that the right ventricular (rv) lead was not sensing or capturing appropriately. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.